Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning triggered, and the lead switched to unipolar. The lead impedance measured a maximum of 2159 ohms when it had previously trended at 800-1000 ohms bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.